Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. During processing of this complaint, attempts were made to obtain complete event information. "Product problem" should also have been selected in earlier report and has now been selected. The information provided in the earlier report has been corrected. Patient code: the code provided in the earlier report was incorrect and has been corrected.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg failed to communicate with external devices. The ipg was deemed inoperable. Surgical intervention was performed during which the ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.